Event description:
Caller reported performing several tests with the freestyle meter and getting results of 400 mg/dl, hi (>500 mg/dl), 189 mg/dl, and 89 mg/dl. The customer took insulin based on the readings and began feeling hypoglycemic in less than an hour. A freestyle test was taken with a result in the 40's mg/dl. The customer consumed sugar and orange juice and felt better. The freestyle reading in the 40's was consistent with the customer's symptoms and how they treated themselves.